Event description:
Safety infusion set was used to access patient - one of the clear wings came off, port was flushed and blood return noted. Tech then caught another safety infusion set that had broken clear wings and removed from port supplies in the lab. Lot: askzfm008; ref: 0672034.